Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump passed self-test and unexpected restart error alarm test. No unexpected restart error alarm. No cracks on reservoir window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the reservoir window was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.